Manufacturer narrative:
Device 2 of 6: cev10195r (lot: 120905) - manufacturing date: 09/2012. Device 3 of 6: cev720b (lot: 120601) - manufacturing date: 06/2012. Device 4 of 6: cev649p5 (lot: 120701) - manufacturing date: 07/2012. Device 5 of 6: cev625-1 (lot: 121001) - manufacturing date: 10/2012. Device 6 of 6: cev500t (lot: 111001) - manufacturing date: 10/2011. (B)(6). Cev649-5b: evaluation of cev649-5b indicated that the tube sheathing was damaged and a forceps trace is observable at the base. The damage is most likely a result from an attempt to disassemble with forceps. Cev10195r: evaluation of this instrument indicated that there was a hard point on the wheel rotation, which was most likely an adjustment attempt by the client. Cev720b: evaluation of this instrument presented a hard point during use, which most likely was a result of not having regular lubrication. Cev649p5: no problem was observed with the instrument. It was found to be functioning as designed. Cev625-1: evaluation of this instrument indicated that the jaws were unwelded from the wire and the wire was bent. The pin between the jaws and the wire was broken, most likely a result of excessive duress. Cev500t: evaluation of this instrument indicated that the insert wire was bent, which was most likely a result of excessive force. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: na. (B)(4).

Event description:
Six devices (cev649-5b, cev10195r, cev720b, cev649p5, cev625-1, cev500t) were returned for repair to mxi service and repair.